Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did locate 1 similar complaint with the same failure mode for this serial number. ¿ case:(B)(4)¿ es - meds are being profiled but grayed out a review of the device history record for (B)(6) was performed from the date of manufacture, 07-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pis orders were not transferring to the pyxis station. A technical support specialist attempted to resolve the issue remotely. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system was not transferring pis orders to the pyxis station. Medications were loaded with correct pyxis ids and appeared under the patient profile on the pyxis server. However, they did not display under ¿all meds¿ at the station. The medication was unloaded and reloaded, but the issue persisted. The rn was able to pull the medication twice under orders but was unable to do so afterward. There were no adverse events or injuries reported based on this incident.